Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed low resistance/impedance. The ventricular lead alert time was (B)(4) 2011 3:14 pm. The ventricular impedance at implant was equal to 450 ohms and the ventricular lifetime impedance max/min was equal to 515/164 ohms.

Event description:
It was reported that there was a ventricular lead warning due to decreasing and low impedance. It was also reported that ventricular capture management trend showed high capture thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.